Manufacturer narrative:
An event of complete heart block with syncope requiring a dual chamber permeant pacemaker implantation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve was implanted successfully at a depth of 3.2mm and that the patient had no past medical history of this type of arrhythmia and no history of heart failure or diabetes. However, whether there was calcification extending beneath aortic annular plane in the interventricular septum was unknown. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu3414 - 227 (r784045101). It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted in a patient with a depth of 3.2mm. On (B)(6) 2023, the patient had a complete heart block with syncope requiring a dual chamber permeant pacemaker implantation. The patient is stable.